Event description:
It was reported by the rep that the (1) dh105 was used during a tonsillectomy procedure. It was reported that while using the dh105, the blade shaft was leaning against the pt's mouth and heated to a point which caused a burn on the pt's mouth. The case was completed with same device. 6/21/2000 further info received. It was reported by the rep the hp051 and the 5mm adaptor were used with the dh105. It was reported the burn area is on the outside of the mouth, size not known at this time, where the proximal portion of the shaft came into contact with the pt. The variable pedal was used and the generator has not been upgraded. The rep did test the handpiece after the case and stated it was faulty.